Event description:
The procedure was coil embolization of internal carotid artery, and initially, two coils (presidio 18 9 x33 / lot unknown) were placed into the target aneurysm. Afterwards, while advancing the presidio 10 ((B)(4)) into a microcatheter (prowler select plus or an unspecified competitor's product), the distal end of the microcatheter moved to outside of the coils, and the operator was unaware of it, and advanced the coil. The coil perforated the aneurysm, and intracranial pressure increased and blood flow was lost. All the devices were removed and the procedure was stopped, and the patient underwent craniotomy decompression therapy and hypothermia. The procedure was conducted in accordance with the IFU, and constant fluoroscopy was performed at all times. Prior to use, no defect (kink, bends etc) was noted on the microcoils by visual inspection. There were no damages noticed on the complaint product after the event. The complaint product is not going to be returned for evaluation, and no additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was coil embolization of internal carotid artery (ica), and initially, two coils (presidio 18 9 x33 / lot unknown) were placed into the target aneurysm. Afterwards, while advancing the presidio 10 ((B)(4)) into a microcatheter (prowler select plus or an unspecified competitor's product), the distal end of the microcatheter moved to outside of the coils, and the operator was unaware of it, and advanced the coil. The coil perforated the aneurysm, and intracranial pressure increased and blood flow was lost. All the devices were removed and the procedure was stopped; the patient underwent craniotomy decompression therapy and hypothermia. The procedure was conducted in accordance with the IFU, and constant fluoroscopy was performed at all times. Prior to use, no defect (kink, bends etc) was noted on the microcoils by visual inspection. There were no damages noticed on the complaint product after the event. The complaint product is not going to be returned for evaluation, and no additional information is available. Review of the information suggests that vessel and procedural handling of the device contributed to the reported aneurysm rupture. There is no evidence of manufacturing or design issues that contributed to the event. Therefore, no corrective actions will be taken at this time. Vessel perforation is a known potential adverse event associated with the use of the presidio coil as outlined in the instructions for use. Arterial embolization procedures are performed in vessels with existing aneurisms and known vessel wall weakness.